Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus and the user facility provided the following result of the culture test, performed at the third-party labs: the culture test results from the third-party laboratory provided by the customer: sampling date: (B)(6) 2026 sampling from: brush/wash cfu - bacterial identification: klebsiella pneumoniae - > 100cfu escherichia coli - > 100cfu. Sampling date: (B)(6) 2026 sampling from: bacterial identification cfu - bacterial identification: klebsiella pneumoniae - > 10cfu escherichia coli - 10-100cfu enterococcus faecalis - 10-100cfu enterococcus faecium - < 10cfu. The culture test results from the third-party laboratory conducted by olympus: sampling date: (B)(6) 2026 sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of klebsiella pneumoniae and escherichia coli. The device was retested on (B)(6) 2026, and it tested positive for <10 cfus of klebsiella pneumoniae, 10-100(cfus) of escherichia coli, 10-100(cfus) enterococcus faecalis, and <10(cfus) enterococcus faecium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.